Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Thee customer blood glucose level was 611 mg/dl. The customer administered a manual injection to address their bg. The customer reverted to an alternate method insulin therapy.